Event description:
It was reported patient's ipg is reaching end of life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Section a4: patient's weight is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Section a4: patient weight has not been provided at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.